Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The surgeon and rep were unaware of any screwdriver shaft breaking during the case. It was during the removal of the plates that surgeon recognized that there was something that was blocking the head of the screw and he believed it had to have occurred during the initial implantation of the screw to plate. It was reported that it was the most proximal locking screw of the lapidus plate.